Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient reported experiencing "distorted vision, rings and halo that are unlivable." The patient also reported experiencing issues with "dysphotopsia, depth of focus and glare." The iol was exchanged approximately one month after the initial implantation. Additional information has been requested however, further information has not been received.